Manufacturer narrative:
Based on the results of the investigation, the reported issue was likely due to a break down due to processes such as aging, permeation, and corrosion. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the uretero-reno fiberscope had corrosion on the distal end cover and residue on the objective lens. There was no patient involvement.